Manufacturer narrative:
The evaluation of the returned system found the radioactive source train trapped in a kink in the catheter approximately 80cm from the distal tip of the delivery catheter. The source train would not move proximally or distally when fluid pressure was applied through the transfer device. There was no leakage from the closed system identified during the transport testing indicating hydraulic system integrity was maintained. The catheter was cut and the radioactive sourcetrain was removed. A visual examination of the source train was performed. The source train appeared to be in good condition. There were no deviations to specification identified that would have contributed to the source train not returning to the transfer device. The transfer device was tested and was found to meet all required specifications. The catheter was inspected, the kink in the delivery catheter 80cm from the distal tip was the only anomaly to the catheter identified. The probable root cause of the source train not returning to the transfer device is the kink in the delivery catheter.

Event description:
After successful completion of the procedure, the radiation source train became stuck in the delivery catheter and would not return to the transfer device.